Event description:
It was reported that device needs svc in conjunction with a reported deployment of the device. At this time a report is being submitted as it cannot be determined whether device function properly during the deployment.

Manufacturer narrative:
(B)(4). Device eavluation pending.